Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/initial reporter establishment name: state healthcare institution of the moscow region 'sergiyev posad hospital'-documented here due to character limitation in respective field the date of the event is unknown.

Event description:
The customer reported the olympus gastrointestinal videoscope does not display an image and had various errors during inspection for use. There was no patient injury reported.